Event description:
Patient's nurse called lfs on their behalf alleging that pt's meter was reading inaccurately high and eventullay would not power on. Medical affairs specialist called patient's home health nurse to obtain additional information on 05/09/03. The home health nurse initially reported that the patient obtained a "180 mg/dl" and "200 mg/dl" and had been feeling sweaty and weak. Once the paramedics arrived they obtained a "55 mg/dl" on their meter. During the call, the home health nurse stated that the day the paramedics were called to pt's home, no blood glucose tests were performed. Patient had been feeling low and had called the emergency medical technican based on their low symptoms. The home health nurse explained that they could not recall when the patient obtained the "180 mg/dl" and "200 mg/dl" readings. Patient was taken to the hospital where they were tested and treated for low glucose levels with glucose. Patient was released within a couple of hours. The home health nurse explained that 1 week prior to calling lfs, the meter stopped powering on. Patient borrowed family memer's meter for the week. Patient is taking insulin based on a sliding scale regimen. Insulin type and sliding scale regimen were not provided. There was no evidence that the meter contributed to a serious injury. The customer service representative had patient check that the batteries were good and they were correctly installed (plus and minus signs are aligned correctly) and press the on/off button. The meter was replaced due to an unresolved power issue.